Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1474910). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Per condition #1 of exemption 2005011, events meeting the definition of a serious injury are required to be reported. Therefore, because intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone endodontic file separated during use; the tooth could only be removed by osteotomy.